Manufacturer narrative:
Carefusion complaint number (B)(4). (B)(4). Results of investigation: the carefusion failure analysis laboratory received the suspect components, 3100a cap diaphragms, and evaluated the devices. An evaluation of the components found moisture in the green control, and blue limit lines, but could not duplicate the reported issue of water in the bladder (membrane) or going up the line dampening the mean by preventing air to fill the bladder (membrane). The reported issue of the mean airway pressure dropping was not duplicated. In the event that additional information is received, a follow-up report will be submitted.

Event description:
The customer reported that water went up the green cap pressure line while the device was on a patient. There were audible and visual alarms present. The mean airway pressure changed due to the reported issue. The patient was bagged with a CPAP bag. It is unknown if there was any patient harm or injury. The customer took corrective measure to change the affected bladder valves and pressure lines that had water in them. It is unknown if the water ingress affected the performance of the device at the time of the reported issue. The mean airway pressure reading was affected, but it is unknown if the actual pressure in the patient's chest changed or only the reading changed.